Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. There was movement in the locking mechanism and the unit needed replacement of worn parts. There was a crack in the swivel base which required replacement. Root cause - complaint confirmed via inspection of the unit. Probable root cause is routine wear and rough handling of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) presented with a malfunction during an unspecified surgical operation; a patient was involved. Additional information received indicates that the problem occurred during the procedure with "clicking down one position" in the first clutch/clamp. On initial analysis in the laboratory, after the head had been cleaned, disinfected and transported from the operating block to the laboratory, they realized that a sieger was not in its seat, but was affecting the thread of the clamping screw. No injury occurred and no delay in surgery was reported.